Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Summary of event: as initially reported, upon opening the device package prior to use, a performer introducer's dilator was damaged at the tip. The device was not used, and another sheath was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and evaluation of the device on 19dec2023, the dilator tip was noted to be split. Investigation evaluation: reviews of the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, specifications, and quality control procedures were conducted during the investigation. A visual inspection was also conducted during the investigation. The complainant returned one prior to use device to cook for investigation. Examination of the returned device found that the dilator tip was split and folded inward. A document-based investigation evaluation was performed. A review of the device history record found no relevant non-conformances on the final lot. A review of complaint history found no additional complaints for this lot number. The dilator component lot associated with the complaint lot records a relevant non-conformance for ¿tip split¿ with a quantity of one. This component lot was used in one other final lot. A database search for complaints on this lot found no additional complaints reported. Although there was a relevant non-conformance to the reported failure mode found in the dilator component lots, all non-conforming product was scrapped and there are 100% inspections in place to capture this non-conformance. Cook also reviewed product labeling. The product IFU, [t_performer_rev0] ¿check-flo performer introducer,¿ provides the following information to the user related to the reported failure mode: how supplied: ¿upon removal from package, inspect the product to ensure no damage has occurred.¿ a review of the device master record (dmr) concluded that sufficient inspection activities are in place to identify this failure mode prior to distribution. The information provided upon review of the dmr, DHR, IFU, the returned device, and complaint file suggests that there is evidence the device was manufactured out of specification. There is no evidence of non-conforming devices in-house or in the field. Based on the information provided, inspection of the returned device, and the results of the investigation, cook has concluded that the cause of this failure was a manufacturing and quality control deficiency. The risk analysis for this failure mode was reviewed and no additional escalation was required. The appropriate personnel have been notified and cook will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. G4: PMA/510(k) number = k171999. H3: device evaluated by mfg = other (81) - device evaluation has begun; however, a conclusion is not yet available. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As initially reported, upon opening the device package prior to use, a performer introducer's dilator was damaged at the tip. The device was not used, and another sheath was used to complete the procedure. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Upon return and evaluation of the device on 19dec2023, the dilator tip was noted to be split.